Manufacturer narrative:
Covidien reference: (B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Manufacturer narrative:
Covidien reference (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed, complaint trends will continue to be monitored.

Event description:
It was reported that, prior to patient use, the cuff of a tracheostomy tube after inflated appeared to be smaller than expected. There was no patient involvement. There is no report of serious injury or death associated with this event.